Event description:
The pt had a synchromed pump and catheter implanted in 1999 for intrathecal infusion of baclofen. In july 1999, the pt experienced increased spasticity and troubleshooting of the device was performed. The catheter was studied and found to be placed correctly. It was not disconnected from the pump. The pump was examined in the operating room and found to operate intermittently when a purge bolus was programmed several times. The pump was explanted and another synchromed pump was implanted. The explanted pump was returned to the MFR for analysis.